Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the blue pull ring to the patient connector was found loose inside the closed pouch. The protective pull ring cap was not missing; however, it was misassembled on the patient line. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an integrated apd set w/cassette was missing a protective cap from the patient line. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.